Manufacturer narrative:
In previous report device was reported as part of recall, now, the corrections are made and section h6 and h10 are updated/ corrected.

Manufacturer narrative:
The manufacturer previously selected box b: adverse event or product problem as "adverse event" only. Later it was determined that the alleged complaint is a serious injury, and it is due to the device. Event description should be -the manufacturer received information alleging an issue related to an auto CPAP device's sound abatement foam. The manufacturer received information alleging sinus infection due to the device resulting in consumption of an antibiotic. In this report box b and box h have been updated/corrected.

Manufacturer narrative:
H3 other text : device has not yet been returned for evaluation.

Event description:
The manufacturer received information alleging an issue related to an auto CPAP device's sound abatement foam. The manufacturer received information alleging sinus infection. The patient took antibiotic. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.